Manufacturer narrative:
Device investigation: one device was received for investigation. During visual inspection no damage or other defects were detected on the sample. The sample was tested in the leak test machine; the sample passed the test; it works as expected. The reported complaint is not confirmed. The root cause cannot be determined. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that upon opening, the cuff of the product did not work "(not voluming)". There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D5: operator of device is unknown, no information has been provided to date. E2: incorrect due to system limitations. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.